Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after five days of catheterization, during second dialysis, there was a leakage of fluid on the catheter's extension tube and it was found damaged. It was stated that povidone iodine was used to clean the device. There was no patient injury.